Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system experienced the needle piercing through the catheter during catheter introduction. The following information was provided by the initial reporter: we have several issues with the needle puncturing the catheter both on patients and right out of the packaging.

Manufacturer narrative:
H6: investigation summary : our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the photos. Based off the verbatim of the event and the sample photos the most probable root cause is inadequate handling during use. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria, testing of the cannula penetration and drag test are performed and no failures were detected during the manufacturing of this lot. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system experienced the needle piercing through the catheter during catheter introduction. The following information was provided by the initial reporter: we have several issues with the needle puncturing the catheter both on patients and right out of the packaging.